Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 18-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the battery was twisting within the pocket and was causing intermittent discomfort. The physician had prior imaging taken and could see lead wires twisting around the battery. The battery pocket site was moved to the lower left flank from the upper left flank. Wires were uncoiled from behind the battery and properly placed in the new pocket. Impedances were checked and all within range. The issue was resolved. No further complications were reported/anticipated.